Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The hp was still connected and the supply bags were empty. There was solution in the heater bag only. The baxter technical service representative (tsr) asked if any bag came undone, per the hp no. The tsr explained the alarm and helped the hp to clear the alarm by turning the hc off and on. It then alarmed se 2367 and they turned the hc off and on. The hc was back to press go to start. The hp would finish with a manual bag. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There was no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would reset the hc machine. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and she was aware of the patient having had that alarm. Another nurse had spoken with her about the patient having that alarm. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(4) 2012 and he was able to resume therapy after starting over with new supplies instead of manual supplies. He did not notice anything unusual with any of the previous supplies. He did not have a sample or lot number available. Since then he has been resuming therapy successfully.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.